Manufacturer narrative:
(B)(4). Cartridge damaged. The analysis results found that a sr75 reload was received with both gripping surfaces broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the wings on the distal end of the cartridge broke when inserting into the device because the click was not made. This happened several times. It is unknown how the procedure was completed. There was no adverse consequence to the patient.